Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, mildly calcified lesion of 3 mm in length. No damage was noted to packaging. The device was inspected with no issues. There were no issues noted when removing the device from the hoop/tray. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and excessive force was not used during delivery. Stent deformation occurred in vivo during positioning/advancement. The stent damage was occurred because of lesion calcification (stent peeling was seen) and the device was replaced with another mdt device. The device was not found in the hospital, therefore it could not be sent for the analysis. No patient injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.